Event description:
Hamilton company was informed in 2005 of an event that occurred the same year, in which the hamilton microlab at +2 instrument reportedly emitted a burning smell. No death or injury resulted from this event.

Manufacturer narrative:
Our distributor for the device, has investigated this event and has evaluated the instrument. The power board for the barcode scanner had burned out, and was repaired. No root cause has been identified.